Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a stem cell therapy. It was reported that during use, the patient experienced a severe and serious injury, harm, disfigurement, emotional distress and mental anguish.